Event description:
It was reported that the patient was seen in clinic for routine follow-up and experienced dizziness and lightheadedness. The pulse generator exhibited inappropriate programming, which lead to atrial loss of capture and a sensing anomaly. The device was reprogrammed and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.